Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the physician provided feedback asking why the last session time stamp is not included on the same page as the sensing integrity count so someone can determine over how much relative time the short interval counts (sic) events are occurring. It was noted that there had been 22 sic in approximately a two week period. Over the prior session-to-session duration, the patient one had one such event. Initial in-clinic observation showed no oversensing evidence, though the diagnostic data showed to the contrary. Continued monitoring was suggested and the implantable cardioverter defibrillator (ICD)&#1157;mains in use. No patient complications have been reported as a result of this event.